Event description:
Additional information was reported that the patient started with a spinal cord stimulator (scs) device and that didn't provide much help so the device was removed and all the components of the device in (B)(6) of 2019. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
D7: approx date, only the year is valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that they are calling to see what the MRI guidelines will be with their ins full sure scan system would be. The patient stated he was diagnosed with ms and they are needing to be able to do a full body MRI. The patient stated he wants to make sure the guidelines for the MRI machine type for their pump are the same for their ins. The patient stated he is having the ins removed, so he can have the full body MRI. The patient reported their stimulation does not help very much. No further complications were reported. No additional patient symptoms were reported.